Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the site that the patient showed high lead impedance on system diagnostics. No additional information was received. Good faith attempts to obtain additional information have been unsuccessful till date.